Event description:
Complainant alleges when the end user moves the quad link away, it looks like she keeps catching it and it pulls the cord out of the joystick. It is only to the point where you can see the colored wires coming out. It is still working right now. He said she has done this 3 different times.